Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tube there was missing component(s) of product. The following information was provided by the initial reporter and translated to english. The customer stated: "when using the 367841the whole board was not disassembled and the 367841 blood collection tube had no cap.".

Manufacturer narrative:
The following fields have been updated with additional information: d.10 device available for eval? Yes. D.10 returned to manufacturer on: 20-jan-2023. 100 samples and 2 photos were returned by the customer in support of this complaint. A visual examination of the samples and photos was performed and revealed improper assembly causing the hemogard closure assembly to become dislodged from the tube. It could not be determined the exact cause for the hemogard closure to become dislodged. Additionally, 100 retention samples from the bd inventory were inspected and there were no issues being identified relating to missing cap. Bd was able to confirm the customer¿s indicated failure mode with the photos provided. Bd was unable to determine a root cause for the reported issue. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tube there was missing component(s) of product. The following information was provided by the initial reporter and translated to english. The customer stated: "when using the 367841the whole board was not disassembled and the 367841 blood collection tube had no cap."